Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. The target lesion was located in the proximal left anterior descending artery. The lad was totally occluded with thrombosis. The lesion was predilated with a 2.75mm maverick balloon and a taxus express2 3.0x20 drug eluting stent was implanted and deployed at 18 atm's. The stent was post dilated with a 3.5x15mm maverick balloon. The patient returned approximately two weeks later and a thrombosis was found. It was noted that the patient was not taking plavix. The thrombosis was treated with a maverick balloon and an aspiration catheter, a balloon pump was also placed before the patient was stabilized. No further complications were reported. Patient status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.